Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - however, the foreign material in the air/water cylinder, air/water channel, and auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The events can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, imaging not ok, device outshines and dazzles. The issue occurred during the procedure. The procedure was therapeutic. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the air/water cylinder has foreign objects air/water tube had foreign objects and jet tube had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was no confirmed. The device evaluation found the following: a/w cylinder had foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; jet tube has foreign objects; air/water tube has foreign objects; light guide lens has a crack; and bending tube is deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.